Event description:
" The ventilator began alarming low oxygen concentration. The ventilator had an electric burning smell. Vital signs remained stable, but the burning smell continued. The pt was put on a different ventilator.